Event description:
Reference number (B)(4): event occurred in canada. It was reported that the patient had high blood glucose level and diabetic ketoacidosis (dka) event on (B)(6) 2025. The site of insertion was abdomen. The patient was admitted to the hospital due to hyperglycaemia and diabetic ketoacidosis (dka) at 6:00 am on (B)(6) 2025. The blood glucose at the time of hospitalization was 28 mmol/l. The length of hospitalization was one day. The patient got treated with intravenous (IV) insulin drip. The patient tested positive for ketones. The patient also had symptoms of vomiting. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: canada.